Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depletes faster than expected and subsequently the pump shut down. There was no reported impact to the customer's blood glucose level. Customer will continue using the pump for insulin therapy.